Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been to the emergency room on (B)(6) 2015 with blood glucose of 330 mg/dl. Customer had symptom of frequent urination and difficulty breathing. Customer was still not seen at time of call. Customer inquired if insulin pump should be detached due to not eating anything at the moment. Customer was advised that healthcare professional would need to determine that. Troubleshooting was performed to determine the reason for high blood glucose. Customer states that display screen went blank when programming a bolus. Customer successfully programmed a bolus. Customer was advised to call back if further assistance was needed.